Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: a2dr01 ipg: implanted: (B)(6)2014. (B)(4).

Event description:
It was reported, one day post implant, that the right atrial (ra) lead exhibited diminished p waves. The lead remains in use. No patient complications have been reported as a result of this event.